Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a combination of problems with pcba1 and pcba2.

Event description:
Customer reported via phone call that the insulin pump had low battery. Customer's blood glucose level was 111 mg/dl at the time of incident. The insulin pump will be returned for analysis.